Manufacturer narrative:
An authorized field technician was dispatched to conduct a visual and functional evaluation of the subject stretcher at the customer's location. The reported issue was confirmed; however, it could not be determined what caused the bolt to loosen and fall from the stretcher. The stretcher was repaired and found to be functioning properly afterward and was returned to service.

Event description:
It was reported while moving a patient on the stretcher a cracking sound was heard and one side of the stretcher allegedly lowered several inches. The patient remained restrained to the stretcher and the crew was able to control the movement of the stretcher; however, it was necessary to move the patient to another stretcher to complete the transport. After the incident a bolt was found to be missing from the leg assembly. The bolt was located on the ground outside of the ambulance.

Event description:
It was reported while moving a patient on the stretcher a cracking sound was heard and one side of the stretcher allegedly lowered several inches. The patient remained restrained to the stretcher and the crew was able to control the movement of the stretcher; however, it was necessary to move the patient to another stretcher to complete the transport. After the incident a bolt was found to be missing from the leg assembly. The bolt was located on the ground outside of the ambulance.